Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the driveline which required the use of rescue tape could not be confirmed through this evaluation as no images were submitted and no product was returned. A specific cause for the damage could not be conclusively determined. It was reported that the patient's entire driveline was taped up with rescue tape. No alarms were reported. The patient continues to be monitored. The submitted log file captured no notable events. The pump appeared to have functioned as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU states that, ¿the patient must always connect to the power module or the mpu for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿ heartmate 3 lvas patient handbook, rev. C. Is also currently available. The patient handbook contains the precautions and steps that the patient should take when preparing for sleep. Both the IFU and patient handbook contain sections on how to care for the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's entire driveline was taped up with rescue tape. Log files did not reveal any unusual events. Patient monitoring was ongoing.